Event description:
It was reported that ongoing intermittent occlusion alarms occurred, despite following all previous recommendations from the support team. There was no adverse impact to the customer¿s blood glucose level. After exhaustive troubleshooting, it was recommended that the pump be replaced, and the customer was advised to continue using the current pump until the replacement arrives.